Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an epicardial lead had experienced a product performance issue. The lead was capped and replaced. No further details were available. No patient complications have been reported as a result of this event.